Event description:
It was reported that the patient passed due to unknown causes.

Manufacturer narrative:
The lead was returned due to patient deceased. As received, only the connector portion of the lead was returned in one piece. Visual inspection of the partial lead did not find any anomalies except for procedural damages. Electrical testing did not find any indication of conductor fractures. Electrical shorting was found between conductors at the connector region consistent with procedural damage.